Event description:
It is reported that during the procedure the threaded olive guides (by two (2) units) are used in surgery and these when manipulated are quite twisted. The surgery was completed successfully, without affecting the patient and without alterations in the surgical times.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative investigation summary the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that '03.211.415.01 , compr wire ã¸1.6 l150/15 " has deformed at the tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the compr wire ã¸1.6 l150/15 would contribute to the complained device issue. Based on the investigation findings, the ¿compr wire ã¸1.6 l150/15¿ has ¿deformed/bent¿ because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part: 03.211.415.01-15 lot: 44458p1 manufacturing site: balsthal release to warehouse: 30-jan-2025 a DHR evaluation was performed for the finished device article # 03.211.415.01-15 lot # 44458p1, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.